Manufacturer narrative:
(B)(4). Batch # r94899. Device analysis: the er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 9 clips were retained and formed as intended; finally the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A manufacturing record evaluation was performed for the finished device lot number r40w9p, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number r94899, and no non-conformances were identified. Additional information was requested but unavailable: please clarify: the device misfired. Did the device fire a clip and then stop firing? Or, did the clip not fire at all? Did the clips drop or eject from the jaws of the device?

Event description:
It was reported that during a laparoscopic cholecystectomy the device misfired. A second like device was used to complete the procedure. There were no patient consequences reported.